Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: fallopian tube/malposition of essure device location of device') and crohn's disease ('gastrointestinal or digestive system condition type/autoimmune disorder type of disorder: crohn's') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral birth control pill. Concurrent conditions included genital bleeding and dysmenorrhea. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("left lower abdominal pain"), 2 years 3 months after insertion of essure. In 2014, the patient experienced crohn's disease (seriousness criterion medically significant). On an unknown date, the patient experienced alopecia ("hair loss"). The patient was treated with surgery (intestinal removal and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, crohn's disease, abdominal pain lower and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, crohn's disease and device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: allergic to dye. Used water and said it was good. Ultrasound abdomen - on (B)(6) 2010: no focal myometrial abnormality is noted. There is no free fluid in the pelvis. Linear echogenic densities extending from the interstitial areas of the uterine fundus towards both adnexal regions may represent essure devices. Ultrasound pelvis - on (B)(6) 2010: result: it was good. Ultrasound scan vagina - on (B)(6) 2010: result: it was good. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: new events added: migration of essure device location of device: fallopian tube, abdominal pain lower, hair loss, crohn's disease were added. Dob and insertion and removal date were added. Reporters, medical history and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.